Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with cystoid macular edema (cme) of the left eye 1 month following an intraocular lens (iol) exchange procedure. Cme resolved approximately 2 month post-op.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, indicating that the surgeon believes cme was caused by something other than the iol.